Event description:
During initial testing at the manufacturing facility, the pump was found to have unrestricted flow when door was closed and locked. Note: the device was received from the customer with a report of an alarm condition.

Manufacturer narrative:
Testing and investigation confirmed the reported event of unrestricted flow. The root cause was a missing door latch roller. This prevented the door from closing properly and correctly compressing the tubing, resulting in unrestricted flow even if the door was closed. The unrestricted flow event that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.